Event description:
It was reported that during a routine pulse generator change out, the device failed to pace during use of electrocautery and the patients heart rate was zero beats per minute. The device then resumed pacing. Electrocautery was re-applied close to the device and the device began pacing at vvi 30. The ventricular lead was reprogrammed for the remainder of the procedure. The pulse generator was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.